Manufacturer narrative:
The returned journey uni tibial base was examined visually and microscopically. The purpose of this investigation was to determine the cause for the fracture of the tibial base. The tibial base was fractured into two pieces and bone cement was attached to the inferior surface. The bone cement had the impression of the host bone indicating interdigitation of the cement into the bone. Examination of the fracture surface revealed that fatigue was the fracture mechanism due to the presence of striations and rubbing on the fracture surface. The likely fracture initiation site was below the loading location at the center of the tray where the cement groove and pad meet. The tibial tray has a secondary crack visible on the surface of the baseplate. The cause of the journey uni tibial base fracture was likely due to fatigue loading in excess of the strength of the tray. The fracture likely originated on the center of the tray at the edge where the cement groove and pad meet.

Event description:
It has been reported that a revision surgery was performed due to a broken base plate. The patient had the broken baseplate removed, but another device was not put in place until 5 days later due to suspected infection. The patient stayed in the hospital and had blood work done. No infection was found. Some of the time delay was at the request of the patient's family.